Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found partial peeling of the coating was observed on the grasping section. Based on the results of the biocompatibility test, it was determined that the risk of toxicity from long-term contact with the assumption of body residue was negligible. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coating on the grasping section peeled off as a result of using a hard object to remove burnt residue or similar contamination. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is related to the following patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the jaw coating of the thunderbeat detached during the laparoscopic colectomy procedure. The detached coating was around the colon region inside the abdominal cavity and was too small and too difficult to be discovered and retrieved at the time the jaw was found to have the problem. It was reported two total devices had the problem during the single procedure. The procedure was completed with a third device. The patient outcome was reported to be normal and stable. There were no further reports of patient harm.